Manufacturer narrative:
Batch review performed on 25 july 2024. Lot 2340903: (B)(4) items manufactured and released on 23-oct-2023. Expiration date: 2028-oct-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. About 1 month after the primary surgery, the surgeon performed a washout and poly swap and the surgery was completed successfully.